Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged to the pulmonary artery. The lp was retrieved and a transvenous pacemaker was implanted. The patient was in stable condition.